Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient had previous placed stent in the common iliac artery prior to the evar procedure and pre-dilation of the common iliac arteries was performed due to narrow access vessels. Upon deployment of the aortic body stent graft, the proximal crown of the aortic body stent graft would not open. It was noted that a portion of the previously placed stent appeared to have become caught on the aortic body delivery system upon advancing the aortic body delivery system. Through manipulation, the aortic body stent graft was successfully deployed and the aneurysm was excluded at the conclusion of the implant procedure. There was no report of patient sequelae as a result of this event.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ia endoleak was determined to be unknown/undetermined due to lack of relevant medical records and imaging surrounding the event. No user, procedure, or anatomy related issues or cautionary and/or off label product use conditions could be determined. The final patient disposition is unknown, however the endoleak was reported to be resolved. A review of the device quality records could not be done due to lack of relevant device information.